Event description:
It was reported by the customer that a pyxis medstation es system berring a right railings on auxiliary 4 and auxiliary 5 malfunctioned. The customer stated that there was a delay in dispensing of the medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a defective rail. A field service engineer replaced one rail on both auxiliary units 4 and 5 to rectify the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.